Event description:
Caller reported that insulin gauge displayed an amount different than expected on a previous day, showing a discrepancy greater than 30 units from the expected 300 units. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge and received instructions to call back for further troubleshooting if the problem recurs, and requested resources via email.